Event description:
A leveen probe was being used along with a rf generator for a therapeutic ablation. During this procedure, it was noted that the needle was moving abnormally. It was later confirmed that this was due to the coating on the needle peeling.